Manufacturer narrative:
An event of paravalvular leak was reported. There was no treatment or intervention was performed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was implanted. On an unknown date, a transthoracic echocardiogram (tte) was performed and revealed that the patient had a paravalvular leak parallel to the annulus. No treatment or intervention was performed. No patient impact, patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.